Event description:
The customer reported a therapy knob failure message during testing of the device.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.